Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2006 due to arthrofibrosis. The femoral and tibial components were removed and replaced. Patient underwent a manipulation procedure on (B)(6) 2006 due to arthrofibrosis.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown; PMA/510(k) number ; manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-06180 & 06192).